Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of pump thrombus/obstruction and pump sound changes could not be confirmed based on the provided information; however, review of the submitted log files confirmed the reported increase in pump power. Additionally, review of the submitted log files captured a pump stop event that appeared consistent with electrostatic discharge (esd). The log file captured a transient pump stop on (B)(6) 2026. The event lasted approximately 5 seconds and was associated with low speed advisory, low speed hazard, low flow, and low pump current flags. The observed pump stop appeared to be consistent with a pump reset due to an electrostatic discharge (esd) event. Following the event, the pump regained speed and resumed normal operation without issue. The log file also captured intermittent low flow fault flags due to the estimated flow decreasing below the low flow threshold of 2.5 liters per minute (lpm). None of these low flow faults resulted in low flow alarms. In addition to these events, it was observed that the motor power was increased between (B)(6) 2026, which was accompanied by increased rotor noise seen in the pump log files. The power and rotor noise remained elevated throughout the remainder of the data capture. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. No products were returned for evaluation and no images were submitted for review. The patient remains on going on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Sections 3 and 6 of the IFU as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, the testing and classification tables in appendix c of the IFU and section 9 of the patient handbook include electrostatic discharge information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with increased pump power for 3 days and a new sound coming from the patient's chest. The clinician noted they could not appreciate any sound or difference; however, the patient could hear a difference. Log file review was requested which revealed what appeared to be an electrostatic discharge (esd) event on 01feb2026. The pump was off for three seconds during this event. On (B)(6) 2026 through (B)(6) 2026 intermittent low flow alarms were captured. Log file reviewed indicated pump power was elevated starting on (B)(6) 2026. As of (B)(6) 2026 the patient was still reporting the pump sounded different. The cause of the elevated pump power was not identified and did not resolve. The site added aspirin to the patient's therapy and increased monitoring. There was concern by the site for thrombus or obstruction, however there were no recent changes to patient condition, anticoagulation status or pump parameters that could have contributed. An echocardiogram and computed topography (CT) were performed. The only symptom of thrombus was noted to be the elevated pump power. The cause of the low flow alarms was not identified; however no further low flow alarms were seen. The site intended to continue to monitor the patient.